Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
An unknown needle mechanism failure was reported. There was no impact to blood glucose level. It was reported that medical assistance was not required. There are no details regarding treatment.